Event description:
It was reported that balloon pinhole occurred. The 50% stenosed target lesion was located in the non-tortuous and non-calcified arterial anastomosis and anastomotic segment of the left arm fistula. A 6.0 x80, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during inflation, the balloon failed to inflate, and a leak was noted. When the device was checked with saline, pinhole was detected. The device was removed over the wire and the procedure was completed with another balloon. There were no patient complications nor injuries reported.